Event description:
The customer reported that there was a problem with the vertical column hesitating. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the power supply. The system operates as intended.